Manufacturer narrative:
B3: unknown date in 2021. D6a: unknown date in 2021. D10: alteon ha collared size: 6. Alteon cup, cluster hole 46mm. Alteon xle extended coverage liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported during a clinical hip study a patient underwent a left total hip arthroplasty on an unknown date approximately 4 years ago. It was reported that intraoperatively the patient experienced a left hip calcar crack during reduction. The calcar crack was revised with a cable. Anterior and posterior capsule released due to excessive neck shortening. No further patient impact reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. The reason for the revision is likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.